Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. Upon troubleshooting with programmer recorder monitor (prm), the local area sales representative received "n/r" for pacing lead impedance. Noise and oversensing as ventricular fibrillation (vf) markers were observed. The patient implanted with this device had an underlying rhythm, therefore, no asystole was observed. Threshold measurements increased from 1 v to 2.4 v and sensing decreased from >25mv to 4.8mv. Two inappropriate shocks were delivered to the patient. Episodes were stored as a result of the noise. A conductor fracture was suspected. An xray was performed, however, the results were not available to the local area sales representative. The device was programmed off and the patient was fitted with a lifevest. A lead extraction procedure was to be scheduled. No further information was available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. An x-ray revealed multiple fractures of the rs- coil wires between 150-180 millimeters from the terminal pin. The original location of the fractures was likely about 190-220 millimeters from the terminal pin but had appeared to have moved. A loose wire segment was found within the fracture region indicating a secondary fracture of one wire. Evidence of fatigue was observed on all of the distal side fracture surfaces indicating that all of the fractured wires contained fatigue. Overload was observed on one wire, but mechanical damage likely prevented seeing overload on some of the other fractures. Laboratory testing was able to confirm the reported high pacing were due to a lead fracture.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that a lead revision procedure was performed were the lead was explanted. The lead was returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.